Event description:
Patient running antithymocyte globulin (atg) with filter, 4 hours into 6 hour infusion pump alarmed patient side occlusion, registered nurse (rn) flushed at clave, flushed with no issues, but pump kept beeping patient side occluded. Not a pump issue, rn spoke with nurse practitioner (np) and pharmacist about waste amount of filter (5 mls), negligible amount based on dose per pharmacist. Rn changed out spiros filter for regular 0.2 micron filter without spiros. Manufacturer response for set, administration, intravascular, ICU medical (per site reporter). Emailed, no response yet. Sample available to return.